Manufacturer narrative:
Product analysis: analysis was able to confirm that the external pulse generator (epg) would not turn on. Analysis also noted that the battery drawer end cap and battery latch were broken, three control knobs were broken, two bail covers and the bail attachment were broken, and there was tempering on the main board and upper case internally. The device was returned to the customer without repair at the customer¿s request. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) would not turn on. The status of the epg is unknown. There was no patient involvement. It was further reported that the epg was returned for service. It was further reported that the epg subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
Correction to product received date. If information is provided in the future, a supplemental report will be issued.